Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient: 1, inratio: 2.3, lab: 1.8; 2, 2.7, 2.3; 3, 2.6, 2.0; 4, 2.5, 1.9. Customer performed correlations with replacement strip lot.

Manufacturer narrative:
Investigation pending.